Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male patient was being implanted with an impella cp device for mechanical circulatory support. When the impella cp was being implanted, the physician was unable to advance the pump around the aortic arch despite multiple methods being utilized. It was decided to abort the imeplla insertion. However, when removing the pump, the wire became entangled and would not allow the impella to be withdrawn. The pump and the sheath were removed, and the physician was able to maintain wire access and replace the sheath. A coronary intervention was performed successfully without any reported patient harm.